Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., b.5., b6., d.4., d6b., g.1., h.6. Cont. H.6. Health impact-f15 ¿ recognized device or procedural complication.

Event description:
Patient representative reported device has been explanted.